Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address a hematoma approximately three (3) months post-operatively. Upon removal, countless vertical lines were found on the surface of the articular surface. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant devices - persona posterior stabilized standard femoral component right size 9 catalog #: 42500606602 lot #: 65196339, persona cemented stemmed tibial component right size g catalog #: 42532007902 lot #: 65285828. Report source - foreign: japan. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by examination of the provided pictures. Inspection of the pictures identified pitting and wear lines on the implant. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.